Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was difficult to remove from the head of the cardiac resynchronization therapy defibrillator (crt-d). It was noted that the set screw would not loosen to allow removal of the rv lead. The pulling force of the operator caused the lead to be damaged when attempting to remove from the device. A technician was later able to manipulate the set screw enough to remove the damaged lead from the crt-d. The lead was capped and replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.